Event description:
Initially, the customer had contacted baxter's technical service center regarding therapy assistance. During a follow up call on (B)(6) 2010, the facility nurse stated the patient was in the hospital due to peritonitis which had reportedly has resolved. The peritonitis was due to a leaking appendix. The nurse stated the patient had been transferred to hemodialysis.

Manufacturer narrative:
(B)(4).the sample was discarded, therefore no evaluation was performed.

Manufacturer narrative:
(B)(4). As the sample and lot numbers not available, a batch review was not performed. Root cause of the peritonitis was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. This is the third of three complaints associated with this event.

Event description:
On (B)(6) 2010, the pdrn was contacted and declined to provide further information regarding this patient. On (B)(6) 2010, the mother provided the following additional information. The patient was hospitalized initially from (B)(6) 2010 to (B)(6) 2010 with peritonitis and was cultured, organism unknown. He was treated with vancomycin and gentamycin intraperitoneally. After discharge, the hp returned to the hospital on (B)(6) 2010 for more treatment, as the md stated that the infection was ongoing from the previous admission. The effluent was again cultured, organism unknown. The pd catheter was removed on (B)(6) 2010. It was believed that the hp, who had excellent aseptic technique, contracted the infection from perspiration, due to his increased activity in the hot weather, had entered around the catheter exit site prior to the event. The mother stated that the patient has now fully recovered. No further information is available.